Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use, blood leaked into the autolog iq instrument due to a broken centrifuge bowl. The use of the instrument and device was unknown. There was no adverse patient effect reported with this event. Medtronic received additional information that there was no issue with the instrument. The lot number of the wash kit was 0228557607 and it was discarded.the patient lost a total of 2200ml blood during the surgery and was transfused 1000ml of blood.